Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. There was a 16mm longitudinal tear in the balloon 3mm from the tip of the device. The device also had tip damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.